Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an interventional endovascular aneurysm repair (EVAR) procedure. Reportedly, upon removal of a ProStyle device, the footplate was unable to completely close and remained partially open. The footplate was unable to close any further; and therefore, the device was removed. A second ProStyle suture was successfully pre-placed. The sheath was upsized to large-bore sheath, and the interventional procedure was completed. Hemostasis was achieved with the two pre-placed ProStyle sutures. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.